Event description:
It was reported that during a leakage test the anesthesia workstation had a leakage in the add'l fresh gas outlet valve. There was no pt connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
Our company field service engineer visited the hospital and investigated the anesthesia system. The investigation showed that a pressure sampling line was slightly loose. After reconnecting the pressure sampling line, a successful system check-out was performed and the anesthesia system was put back into service without any further issues reported. The received device logs confirmed the failure of both the manual ventilation leakage check and the automatic ventilation leakage check during system check-out. The investigation showed that there was no leakage in the reported additional fresh gas outlet valve (afgo valve). The leakage check failures were caused as a result of the loose sampling line.

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).